Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during revision of gastrojejunostomy pouch laparoscopic roux-en-y gastrectomy, on anastomosis, only one ring was recovered after firing and the leak test failed. The surgery was extended for 30 minutes or more since jejunum and pouch had to be resected and the anastomosis had to be redone. Another device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during revision gastrojejunostomy pouch laparoscopic roux-en-y gastrectomy. On anastomosis, only one ring was recovered after firing and the leak test failed which caused the gastric pouch size to be reduced. The surgery was extended for 30 minutes or more since jejunum and pouch had to be resected and the anastomosis had to be redone. Tissue loss was also noted. Another device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during revision gastrojejunostomy pouch laparoscopic roux-en-y gastrectomy. On anastomosis, only one ring was recovered after firing and the leak test failed which caused the gastric pouch size to be reduced. The surgery was extended for 30 minutes or more since jejunum and pouch had to be resected and the anastomosis had to be redone. Tissue loss was also noted. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Further inspection noted a staple guide holder was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the staple guide damaged may be a result of rough handling, this may result in loose staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.